Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. To remediate this the fse replaced the drive manifold. After the repair the unit was suitable for clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks by customer, cardiosave intra-aortic balloon pump (iabp) counterpulse had stopped twice. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation conclusions).